Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. While the result of the analysis was able to replicate the complaint event results, no root cause could be determined from evaluation of the device alone as the device met all dimensional and functional requirements which were able to be evaluated. The catheter was inserted and withdrawn from the returned agilis sheath with no resistance or anomalies noted. The distal coupler was shifted causing the spline material to be compressed in the direction of the shift. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displaced coupler is consistent with damage during use. The cause of the withdrawal issue remains unknown.

Event description:
This event is being reported based on the analysis of the returned device.